Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number: 0012761262 was returned and analyzed. Visual inspection of the array, shaft, and handle did not reveal any anomalies. The catheter was reprogrammed for functional testing, during which therapy delivery was terminated due to receipt of a 2000 (there was an electrical current error) system notification. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. During further inspection of the shaft, an electrode wire was observed to be charred. In conclusion, the catheter failed the returned product inspection due to a charred electrode wire observed in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, an error message was received indicating that there was an electrical current error. The catheter and guidewire were repositioned without resolution. The catheter was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.